Event description:
Related manufacturer reference number: 2017865-2025-00236. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that helix would not extend on the leads. One lead was not used, and a new one was implanted. The other lead was left implanted. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received yet.